Event description:
Related manufacturer report number: 2017865-2022-40741. It was reported during remote follow up that the implantable cardioverter defibrillator exhibited sensing issues on the discrimination channel and oversensing due to cross talk on the right ventricular lead. The right ventricular lead exhibited low pacing impedance. Programming changes were recommended but not yet completed. There were no patient consequences.